Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Manufacturer narrative:
The device is currently undergoing detailed laboratory analysis testing in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed and returned for an unspecified reason. Initial analysis testing revealed that this device had failed labeled longevity calculation which maybe an indication of an out of specification condition. The device was then forwarded on for further detailed laboratory analysis. No adverse patient effects were reported.